Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and guided the caller through the process. After completing the pump reset, the cgm error did not reappear, and the caller successfully started their sensor session.